Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, after inflating the device, there was small pin hole near the catheter where water was coming out making it impossible to fully inflate the balloon. It was reported that the device was inflated and deflated and made sure it was properly connected. Another balloon was used with the same problem found. The procedure was completed with the third cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.